Event description:
It was reported that during an infusion set and cartridge supply change, the user advanced past the intended step and began to move forward before completing fill tubing, after which they were guided through proper fill tubing and fill cannula steps to complete the procedure. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms, no interruption of therapy, and no need for medical care. Investigation included troubleshooting and user education to verify correct supply change steps. Investigation of this case revealed user performance difficulty during the supply change process without device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through education.